Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Subsequently, patient was revised, due to possible aseptic lymphocyte dominated vasculitis associated lesion (alval) in 2009. The modular head and acetabular cup were removed and replaced. The femoral stem remains implanted. No further information reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Evaluation of the returned component found evidence of deformation in several places on the outer rim of the cup, but it could not be determined how much of the deformation occurred during the removal of the component. The bearing surface of the component exhibited wear apparently due to a third body abrasive trapped in the clearance. Based upon the appearance of the part, wear rates did not appear excessive. The source and identity of the third body abrasive could not be determined.this report filed september 8, 2009.